Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an afib procedure, a pericardial effusion was diagnosed via ice (intracardiac echocardiography) catheter after the patient's pressure dropped. The patient was being prepped for a pericardiocentesis at the time of the call. No other details were available at this time. Carto 3 sw version 7.5.1.327. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. No physician¿s opinion provided. Intervention provided was thoracentesis. Outcome of the adverse event was unchanged upon removal from ep lab. Patient was provided two units of blood prior to removal from the lab. Thermocool® smarttouch® sf catheter was used. All of the listed force visualization features were used. Visitag module was used, parameters for stability were used (range; time) was range: 3 mm, time: 3 seconds. Visitag colors were determined by impedance drop ranging from 0 ohm to 10 ohm. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31047158l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. No physician¿s opinion provided. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).